Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is july 28, 1999.

Event description:
Boston scientific received information that this right atrial (ra) lead was no longer working. The patient stated that it was recommended that this lead will be replaced right away even before the device's battery wears out. The patient was also concerned that potential blood clots maybe caused by the ra lead not working. All available information indicates that ra lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received indicating the lead exhibited undersensing along with loss of capture. The loss of capture did not result in asystole for greater than two seconds. The lead was surgically abandoned and replaced. No adverse patient effects were reported.